Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at 180 ohms. The rv lead remains in service. No adverse patient effects were reported.